Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Tandem technical support advised the customer to call back when she had the pump and charging supplies, and the customer agreed to do so. Cts attempted follow-up customer was not available.